Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experience underfilling tubes when they are about to expire. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that tubes are underfilling and it is "normal" for them to experience underfilling tubes when they are about to expire."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-09-26. H.6. Investigation summary: bd received 1 sample from lot 1350276 and 5 samples from lot 1350273in support of this complaint. The sample tubes were functionally tested and the issue of underfill was not observed. Additionally, 10 retention tubes from the bd inventory were functionally tested and the issue of underfill was not observed. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the sample and retention testing. The device history records for both lots were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experience underfilling tubes when they are about to expire. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that tubes are underfilling and it is "normal" for them to experience underfilling tubes when they are about to expire.".

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experience underfilling tubes when they are about to expire. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that tubes are underfilling and it is "normal" for them to experience underfilling tubes when they are about to expire."

Manufacturer narrative:
The following fields have been updated with additional information: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical material #: 363083. D.4. Medical device lot #: 1350273 . D.4. Medical device expiration date: 2022-09-30. H.4. Device manufacture date: 2021-12-16. D.4. Medical device lot #: 1350276. D.4. Medical device expiration date: 2022-09-30. H.4. Device manufacture date: 2021-12-16.